Manufacturer narrative:
The device was used for an off-label indication. The indication the device was used for was ezw. Product ID: 7435, serial# (B)(4), product type: programmer. (B)(4).

Event description:
A patient implanted for urinary dysfunction reported that he dropped the patient programmer the morning of (B)(6) 2015 and when he wanted to increase the level of stimulation, it required him to press the increase button many more times than normal to get the programmer to work. The programmer was not responsive when he pressed the buttons. All of the sudden it would ¿spike¿ and be painful. If he increased the stimulation too high, he felt a shock. Then he had to press the button several times to get it back down. The device wasn¿t increasing at a normal rate and he was not able to adjust as high as before. There was intermittent/erratic stimulation, and the patient was experiencing occasional involuntary variation in stimulation. An event date of (B)(6) 2015 was also noted. There were not traumas or falls reported that could be related to the issue. The patient checked the device with the patient programmer and all of the lights were solid green. Later that day the programmer wasn¿t working again. A new programmer was sent to the patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.